Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of asthma and kidney disease/toxicity. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of asthma and kidney disease/toxicity. There is no medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box b: describe event or problem was corrected.